Event description:
The customer called in for assistance, but did not respond for the first three minutes. Asked the customer if he was okay, and he finally responded, saying he was okay. Shortly after, the paramedics arrived. The paramedics stated that they had been to this customer's home before, then hung up the phone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.